Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "difficulty chewing", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non device related ¿temporomandibular joint disorder¿. No treatment was provided. The event resolved twenty-four days later. About two weeks after the last event started the patient experienced non device related ¿upper respiratory tract infection.¿ one day after, the patient was treated with traditional chinese medicine. The event resolved two days later. Four days later, the patient experienced non device related ¿sprain (right ankle).¿ no treatment was provided. The event resolved eleven months later. The patient was concomitantly treated with topical compound lidocaine cream.